Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported approximately two hours into treatment with a revaclear dialyzer, a non-baxter bloodline and non- baxter control unit, an internal blood leak was observed. Treatment was restarted with a new revaclear dialyzer and new non-baxter bloodline. Approximately thirty minutes later, the machine alarmed with a high venous pressure and high transmembrane pressure alarm. The dialyzer was inspected, and blood within the device appeared black. The device had clotted, and the extracorporeal circuit blood was not returned. A third treatment was restarted with a non-baxter dialyzer and non-baxter bloodline and approximately 30 minutes later, clotting occurred again. It was reported the patient experienced dizziness. It was reported the patient was sent home without any provided medical intervention. There was no patient injury or medical intervention associated with this event. No additional information is available.